Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The reported blood glucose reading was 500 mg/dl. The customer then got on the phone and stated that he was having high blood glucose levels and was vomiting three days prior to the hospitalization. The customer did not change the infusion set or take any action until going to the hospital. The customer did not feel well enough to troubleshoot and stated that he would call back once he was feeling better.